Manufacturer narrative:
Method: device history review and device evaluation. Results: device history review indicated no manufacturing issues were identified. Visual inspection confirmed device to be broken. The fragment was not returned. Materials analysis performed indicated that the handle tulip fractured through overload in a mixture of brittle and ductile mode. The fracture originated from the slotted portion of the tulip. The hardness and composition of the returned device was confirmed to meet with the specification. Conclusion: the plausible root cause for the reported event is the overload during usage.

Event description:
It was reported that upon malleting the trial and taking off the modular trial handle, an inner portion of the handle broke off during removal of the trial handle from the shaft.

Event description:
It was reported that upon malleting the trial and taking off the modular trial handle, an inner portion of the handle broke off during removal of the trial handle from the shaft.